Event description:
A journal article was reviewed which contained information indicating the patient received shocks from their implantable cardioverter defibrillator (ICD) that were the result of t-wave oversensing (twos). The patient's device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: inappropriate detection of ventricular fibrillation in the presence of t-wave oversensing algorithm. Pace pacing and clinical electrophysiology. 2015;38(3):407-410. (B)(4).